Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury cannot be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a second mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ due to progression of disease, and an enlarged atrium. The patient had a previous mitraclip implanted on (B)(6) 2023. A mitraclip xtw was inserted and implanted medial to the original implanted clip. However, after deployment, a laceration on the posterior leaflet was observed. The clip was noted to be stable on the leaflet. A second clip was then implanted lateral to original clip, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.